Event description:
Info received indicates the brake is not holding when the brake is set.

Manufacturer narrative:
The tech found the stiffener plate and bushings were worn. The tech replaced the stiffener plate and bushings to repair the bed.